Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The adhesive patch was also returned. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed and no abnormalities were found and the investigation showed all processes were effective.

Event description:
A customer reported experiencing an adverse skin reaction after wearing the adc freestyle libre sensor for 11 days, with symptoms described as itching and rash. The customer had contact with an hcp via email or phone on (B)(6) 2019 and was prescribed hydrocortisone, a corticosteroid, (route/dose unknown) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing an adverse skin reaction after wearing the adc freestyle libre sensor for 11 days, with symptoms described as itching and rash. The customer had contact with an hcp via email or phone on (B)(6) 2019 and was prescribed hydrocortisone, a corticosteroid, (route/dose unknown) for treatment. There was no report of death or permanent impairment associated with this event.